Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient on normothermia and it did not seem to be getting to targeted temperature (tt) in an arctic sun device. Targeted temperature (tt) was 35c, patient temperature (pt) was 33c, water temperature (wt) was 36.9-39.9c, flow rate (fr) was 2/5l/m. There was only alert ~7 hours earlier (alarm 15- unable to obtain a stable patient temperature). Patient weight was 99kg, pad size was m. Explained that without adequate pad coverage the patient might not reach the target temperature. If there was not proper pad coverage the water temperature (wt) might get too hot or cold to compensate. Based on patient's weight - the large pads might be a better fit (73-100kg). Discussed with inquirer how the device was functioning appropriately. Reminded rn to do diligent skin checks and call back with any questions. Per follow up information received via email on 15jul2024, spoke with nurse who stated that they had decided to add one universal pad to the patient's abdomen instead of exchanging to a larger pad set. With the additional universal pad, the patient was able to meet target temperature as expected. Patient completed therapy with no further issues. All pads and probes had been disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient on normothermia and it did not seem to be getting to targeted temperature (tt) in an arctic sun device. Targeted temperature (tt) was 35c, patient temperature (pt) was 33c, water temperature (wt) was 36.9-39.9c, flow rate (fr) was 2/5l/m. There was only alert ~7 hours earlier (alarm 15- unable to obtain a stable patient temperature). Patient weight was 99kg, pad size was m. Explained that without adequate pad coverage the patient might not reach the target temperature. If there was not proper pad coverage the water temperature (wt) might get too hot or cold to compensate. Based on patient's weight - the large pads might be a better fit (73-100kg). Discussed with inquirer how the device was functioning appropriately. Reminded rn to do diligent skin checks and call back with any questions.

Event description:
It was reported that the patient on normothermia and it did not seem to be getting to targeted temperature (tt) in an arctic sun device. Targeted temperature (tt) was 35c, patient temperature (pt) was 33c, water temperature (wt) was 36.9-39.9c, flow rate (fr) was 2/5l/m. There was only alert ~7 hours earlier (alarm 15- unable to obtain a stable patient temperature). Patient weight was 99kg, pad size was m. Explained that without adequate pad coverage the patient might not reach the target temperature. If there was not proper pad coverage the water temperature (wt) might get too hot or cold to compensate. Based on patient's weight - the large pads might be a better fit (73-100kg). Discussed with inquirer how the device was functioning appropriately. Reminded rn to do diligent skin checks and call back with any questions. Per follow up information received via email on 15jul2024, spoke with nurse who stated that they had decided to add one universal pad to the patient's abdomen instead of exchanging to a larger pad set. With the additional universal pad, the patient was able to meet target temperature as expected. Patient completed therapy with no further issues. All pads and probes had been disposed of.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.